Event description:
It was reported by the customer that the keypad is not working. The customer also reported a battery out limit alarm. Customer's blood glucose level at the time 64mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to no button response. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.